Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to perforation. The patient experienced discomfort and bradycardia. It was noted that there was intermittent capture, depending on patient movement. The perforation was confirmed via fluoroscopy. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to perforation. The patient experienced discomfort and bradycardia. It was noted that there was intermittent capture, depending on patient movement. The perforation was confirmed via fluoroscopy. The lead was replaced. No additional adverse patient effects were reported.